Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was in a car accident that caused a migration of the reservoir. An inflatable penile prosthesis (ipp) replacement surgery was performed and during the procedure, the reservoir looked like it was either damaged or was weathered but was not in original condition. No patient complications were reported.